Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, limited mobility, and toxic cobalt-chromium metal debris to be released into the tissue. Update rec'd 10/13/2014- pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/6/2014. Update rec'd 10/23/2014- pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for possible infection. The stem is being added for the alleged high metal ions. All implants were removed and spacers were placed. The patient was reimplanted on (B)(6) 2008. During this operation a crack occurred while implanting the sleeve which is reported in com (B)(4). There are no allegations for infection as this time, so the cup, screw, and sleeve are being added to the complaint, but not reported at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/19/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.